Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: 7070815 / 7070703.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not providing adequate pain relief. The patient underwent an explant procedure. Additional information was received that all device components were removed. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not providing adequate pain relief. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple years ago based on the date the manufacturer became aware of the event.